Event description:
A report was rec'd that the pt was experiencing pain in the mid-back near the incision site. The physician determined that the pt may have had a reaction to the surgical glue. The pt also had bruising and swelling at the lead site down towards the ipg. It was determined that the pt had a hematoma. The physician prescribed lidocaine patches. The pt is no longer in pain and is reportedly doing well.

Manufacturer narrative:
This is the final report.